Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the knife blade still cut, but no staples were fired which caused the tissue to remain open. Another anastomosis was performed in the remainder of the rectum.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic evaluation noted that the instrument's staple guide was missing. Further visual inspection of the instrument noted damage to one of the staple guide holders. Additionally, transfer material from the staple guide was noted on the instrument. Further visual inspection under the microscope noted damage to the knife blade. Microscopic inspection of the anvil head pockets noted staple strike marks, an indication of staple deployment as the staples formed against the pockets. Functionally, the instrument was opened and closed without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of disengaged staple guide and damaged knife blade that has no relationship to the reported condition. Replication of the staple guide disengaged may occur when the staple guide has been rough handled. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic evaluation noted that the instrument staple guide was missing. Further visual inspection of the instrument noted damage to one of the staple guide holders. Additionally, transfer material from the staple guide was noted on the instrument. Further visual inspection under the microscope noted damage to the knife blade. Functionally, the instrument was opened and closed without difficulty. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the staple guide disengaged may occur when the staple guide has been rough handled. This may result in loose staples. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.